Event description:
It was reported that the patient sought medical attention with emergency medical services who took them to the emergency room on (B)(6) 2026 due to bleeding and blood loss. It was reported that the patient placed a new pod over a blood vessel and when the pod was activated, the blood vessel was punctured which caused the patient to bleed. It was reported that the bleeding continued for 4.5 hours and the patient¿s haemoglobin went from measuring 9 to measuring 7 (no units provided). The patient received a 1 litre blood transfusion as treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.